Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no reported adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The caller was advised to continue using the pump and to contact support if the malfunction recurred, which the caller acknowledged and understood.